Manufacturer narrative:
(B)(4).

Event description:
The consumer reported that he heard the pump has problems with motors. Drug information on the medication being delivered by the system was unknown. Patient involvement, diagnostics performed, patient symptoms, actions/interventions taken, the cause of the issue, and the outcome were unknown. Follow up is being conducted. If additional information becomes available, the event will be updated.